Event description:
On (B)(6) 2025, support received a call from the ICU department for (B)(6) requesting MRI clearance on a patient who was incapacitated. The ICU nurse was going to relay the information to the radiologist to make a decision on performing an MRI. As of february 13, 2025, several attempts have been made to contact the patient without success. Curonix is unable to confirm if an MRI was performed, what was meant by "incapacitated", or current patient status. A supplemental report will be submitted as information becomes available.

Manufacturer narrative:
The other adverse events issues questionnaire was submitted with limited information. There are no potential causes of "incapacitation" as there have been no previous reports of "incapacitation." Information regarding the cause of the patient being "incapacitated," whether an MRI was performed, or what was meant by "incapacitated" is not available at this time. The stimulator is used to treat pain. The cause of the patient being "incapacitated" is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.